Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported the patient experienced difficulty charging the ipg. Later, the patient's ipg displayed the low battery message. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.